Manufacturer narrative:
Additional information provided in g5 510k. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's right knee was revised due to infection (infection reported by surgeon, unknown if clinically confirmed, infecting microorganism not identified). An irrigation and debridement with a poly swap (same catalog number for revised and implanted devices) was performed.

Manufacturer narrative:
The following devices were also listed in this report: tri ts baseplate size 3, cat# 5521-b-300, lot# bgr7gb; triathlon asymmetric x3 patella, cat# 5551-g-299, lot# 4kyk; triathlon cr fem comp #3 r-cem, cat# 5510f302, lot# c9s7d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to infection (infection reported by surgeon, unknown if clinically confirmed, infecting microorganism not identified). An irrigation and debridement with a poly swap (same catalog number for revised and implanted devices) was performed.